Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri). The device's monitoring voltage was 2.54 volts and was associated with a charge time of 24.8 seconds. Technical services explained that eri was triggered due to charge time and discussed the mid-life display of replacement indicator advisory. Technical services recommended that the device should be replaced within 90 days of eri declaration.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed therapy availability testing. It was concluded that the device performed normally throughout laboratory testing.